Event description:
Procedure: lap gastric bypass, patient sex: unk. Reportedly, the surgeon used the stapler across the open gastric lumen for tissue closure. However, the staple line was not properly placed which resulted in the surgeon needing to fix the staple line.